Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 49 year old male patient presenting with cardiomyopathy for impella support had endured pericardial effusion with a possible relationship to this device. A pericardiocentesis was administered, as a result

Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. According to the clinical, 14 days after explant a pericardial effusion with a possible relationship to the impella device occurred. The timing of this injury could not be verified. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The cause of the ventricle perforation was not determined because product was not returned and not enough information was given.